Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that during removal of the tampon it became unraveled there were some pieces of the tampon inside of her vagina and she was able to remove all pieces.

Manufacturer narrative:
Corrections: manufacturer name, city state corrected; patient/lay user added; initial reporter name and address corrected; patient/lay user added; mfg site address corrected; device evaluated by manufacturer "not returned to MFR. Checked".